Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, there was ¿long term percolation after operation, there was continuous replacement medicine had more than one month, lengthening of wound healing time¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open inguinal hernia repair procedure, the device was applied on the inguinal area, there was ¿long term percolation after operation, there was continuous replacement medicine had more than one month, lengthening of wound healing time¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. New information indicates that the defect size was 1 to 3 centimeters and that the mesh was not cut prior to implantation. 6 fixation points were applied. Percolation of the wound referred to wound seepage and suspected seroma. The patient's wound is currently healed. Mesh damage and appearance were unknown. It is unknown if there was an issue with the packaging and if the tamper-evident seal on the box was peeled or damaged.